Manufacturer narrative:
Product was received at the warehouse on 11-sept-2019 and evaluation has been completed. The tip passed flow and thermistor test. The tip failed visual inspection showing a cracked membrane in the damaged corner. A review of the manufacturing records showed all requirements were met. Service confirmed damage to the tip membrane. Based on the available information, damage of the tip most likely contributed to this event. It is unknown what caused damage to the treatment tip membrane as all tips are visually inspected during manufacturing.

Manufacturer narrative:
Product has been returned and evaluation is pending. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient underwent a laser treatment on the face and experienced a burn on their right cheek. A superficial anesthetic was used during the procedure. No other treatments were performed on the area during the procedure and the patient has not undergone any other treatments within the past 30 days. The incident occurred at 150 reps and the highest level of energy used was between 3-3.5. The treatment tip was not inspected prior to the treatment nor was it inspected during the treatment, this was the first time this tip was used. Available pictures were reviewed. The physician states that the patient will experience permanent damage/scarring. The patient was treated with epidermal growth factor and sulfonamide antibiotic.